Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.

Event description:
Baxter international coordinator received report from baxter territory manager. Manager received from from the customer indicating the t connector was leaking on this set during patient use. No patient injury has been reported at this time. No additional patient information is available at time time.